Event description:
During routine testing of the device at the service center, the service technician reported that the 12v battery failed manufacturing test and only lasted 22 minutes. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.